Event description:
Report received 2/17/97 of suspected j retention wire fracture without protrusion. The lead was explanted 2/25/97. Failure analysis indicates j retention wire fracture without protrusion through the outer polyurethane insulation.